Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding an implantable intrathecal pump. The pump was returned to the manufacturer without a complaint. No patient symptoms were reported. No further complications were reported.